Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The pod was connected to a master pdm and a 5u test bolus was attempted, but the rotational sensor issue was replicated. No physical damages or manufacturing deficiencies were observed to the drive mechanism that would contribute to the rotational sensor error. No other issues were observed during the investigation.